Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2025. The blood glucose level was 496 mg/dl at the time of event which lasted for several hours and the patient got treated with intravenous dripd and fluids. Hyperglycemia occurred because patient forgot to remove needle guard from cannula prior to insertion. The patient was released from the hospital on (B)(6) 2025. No further information available.